Manufacturer narrative:
The phos2 reagent lot number is 80195301 and the expiration date is 31-aug-2025. A field service engineer (fse) determined that there was a torn tube and a blockage inside of a probe. The fse replaced the tube, sample mechanism, gear pump head, a valve, and a probe. He performed sample probe adjustments, set the gear head pressure, and corrected levels. He performed operational checks, mechanical checks, and precision testing with results that were within acceptable limits. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable phos2 (phosphorus) results from the cobas 8000 cobas c 502 module. Sample 1: the initial phosphorus result was 14 mg/dl, the repeat result was 3 mg/dl. Sample 2: the initial phosphorus result was 15 mg/dl, the repeat result was 4 mg/dl. The repeat results were confirmed to be correct.